Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The remote arm controller (rac) was returned for failure analysis and the reported left master tool manipulator (mtml) to be disabled was not confirmed and not replicated. There are two parts replaced at the same time, rac and mtm to fix this issue, but the mtm didn¿t arrive at isi together. Technician used test equipment to test the rac. In system logs, no error was reported. A visual inspection found no issues that is related to the report issue. The rac was installed onto an is4000 golden system where the component functioned as expected. Then the golden system was set to run 10-minute sine cycles, 10 power cycles and sit idle for an hour without any error. Performed mtm work normal with no issue. The rac was returned in good condition. The mtm was returned for failure analysis and the reported error 25551 was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where characterization was found to be failing on axes 5, 6, and 7 once test was completed and was verified to be the source of the fault. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) quality engineer. Investigation revealed the following possible related system errors: error 22005 "homing error on master tool manipulator left (mtml)2, axis 6" and error 23027 "digital pot health status error, mtml2, axis 6 (gimbal pitch)". The probable root cause was attributed to an electrical fault with axis 5, 6 and 7 located in the mtm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) board and installed, programmed, and calibrated the left master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has received the rac board and mtm for evaluation, but evaluation has not been completed as of the date of this report. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called in to report that the system was faulting and prompting the customer to disable the left master tool manipulator (mtm). The site already power cycled with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard cycle the surgeon side console (ssc), but the issue remained. The site was disabling the left mtm and moving to the secondary ssc. The procedure was converted to another da vinci system with no report of patient injury.